Event description:
The customer reported that the patient's flow measurements were at 7.5 1pm when the patient was supported by the companion 2 driver. The customer also reported that when the patient was switched to this freedom driver, the patient's flow measurements were at 9.5 1pm. The patient subsequently switched back to the companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
The customer reported high cardiac output of 9.5 lpm could not be duplicated; the driver displayed 6.5 lpm at normotensive settings during testing, which confirmed proper operation of the lcd display and cardiac output measurement accuracy. The investigation concluded that there was no evidence of a device malfunction and the reported high cardiac output could not be duplicated. The freedom driver was serviced and passed all final performance testing. The customer-reported cardiac output inaccuracy posed a low risk to the patient because the driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the patient's flow measurements were at 7.5 lpm when the patient was supported by the companion 2 driver. The customer also reported that when the patient was switched to this freedom driver, the patient's flow measurements were at 9.5 lpm. The patient was subsequently switched back to the companion 2 driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the interior and exterior of the driver revealed no abnormalities. To assess the driver's "as received" functional status, the driver was connected to a normotensive mock tank to perform testing in accordance with mfg-152, freedom driver system final test and acceptance procedure. The driver passed all testing with no alarms and no fill volume anomalies.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited an inaccurate flow measurement, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.